Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that there were impedance values of 6 ohms on contacts 2/3. It was also stated that the patient is having an unrelated MRI to rule out a stroke. Follow-up with the rep revealed that the cause of the short circuit between contacts 2 and 3 was not determined. Additionally, no further troubleshooting or actions/interventions were planned as the short occurred on the non-therapy contacts. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.